Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly, and the motor arm cannot communicate with the main arm is confirmed in the formatted history file due to a software error. No other unexpected audio or vibrate anomaly or absence of alarms or the critical block and inverse critical block did not add to zero. Alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. Customer¿s blood glucose was 188 mg/dl. The customer reported that they able to clear the alarm and able to finish complete prime process. The customer also reported that the insulin pump had motor pic failed self test while performing self test. The insulin pump will be returned for analysis.